Event description:
A female undergoing laparoscopic hysterectomy with bilateral salpingo oophorectomy, during dissection of tissue the tip of the ethicon harmonic 5mm laparosonic dissecting hook broke off and possible retained. Mds felt that tip too small to locate with x-ray and may have been suctioned with the irrigation.